Event description:
Pt underwent attempted placement of right internal jugular dialaysis catheter. The guidewire was difficult to thread. The catheter was placed, but did not have a good blood return. A new catheter was placed without difficulty, with good blood return. The catheter was subsequently removed without difficulty and a right femoral dialysis catheter was placed. Hemodialysis was initiated. The pt arrested and failed to respond to maximum resuscitative efforts. Autopsy revealed a laceration of the superior vena cava.